Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that insulin was leaking from where the cartridge connects to the adapter. No adverse event was reported. The adapter was requested to be returned for product evaluation.